Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's escape and down arrow buttons were not responding properly. No significant events leading up to this issue were reported. Blood glucose level at the time of the incident was 190 mg/dl. The insulin pump will not be replaced or returned for analysis.